Event description:
It was reported by service report that the ibed functions were not working correctly. The cherry switch on the head end left siderail was not making a connection when the siderail was raised or lowered. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: micro-switch lever out of specified position.